Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.00/+1.5/073 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to the patient could not differentiate between colors after the lens was implanted (color blind). The problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture and debris on product. Visual inspection found one haptic torn. There was debris throughout the lens. Dimensional and refractive (functional) verification was performed and the lens was found to be in specification. Claim # (B)(4).